Event description:
The procedure was a spinal avm embolizaiton. During injection of n-bca embolic glue, the microcatheter developed a small hole approximatley 15cm from catheter tip, which was discovered upon removal of the catheter. Some resistance was felt during injection. No catheter prolapse or kinking, nor excessive vessel tortuosity, was noted. The embolic material lodged in a pedicle near the avm. Patient had no complications.